Event description:
It was reported that when the device was used during a lung resection, the first cartridge was fired; four staples did not fire. Fired the second cartridge and half of the staples still had not fired. Fired the third one and found two staples had not fired. The surgeon used another like device to finish the procedure. Procedure time extended by one hr and pt required transfusion of 600cc of blood.